Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300-438 mg/dl range and a correction bolus was delivered to address the bg level. After the last alarm, the school nurse assisted the customer by removing the infusion tubing from the site and after reconnecting, insulin delivery was resumed. As the pump was not with the contact at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.